Event description:
It was reported that the patient presented for an implant procedure of the right ventricular lead. While in recovery, the patient exhibited low heart rate and low blood pressure. The echo showed that the patient had cardiac tamponade due to cardiac perforation. The bedside echo also revealed that the lead exhibited failure to capture and a decreased sensing amplitude. The patient was stabilized and the lead was repositioned. The patient was recovering.